Event description:
Left-side capsular contracture, baker grade 4.

Event description:
Left-side capsular contracture, baker grade 3.

Manufacturer narrative:
Sientra complaint case-(B)(4). Device analysis: d6b, d9, g3, g6, h2, h6, h10. The device was returned intact and functional; upon return, the device gel was noted to be white/cloudy. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b5.